Event description:
On 15-apr-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump is not reading the pressure correctly. Customer stated that the device was filling too high and was being managed manually by turning the unit on and off again. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.